Manufacturer narrative:
Details of complaint: the customer reported that this unit missed crisis alarms. The customer checked the alarm limits and confirmed that they were set correctly. According to the customer, values under 80 should have triggered a crisis alarm. The customer will pull the logs and wants nihon kohden (nk) to review them. The customer wants to know why the alarm didn't activate when the value dropped below the set limit. There was no patient injury reported. Investigation summary: the device was not available for evaluation and the customer did not provide any logs for review; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/29/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Event description:
The customer reported that this unit missed crisis alarms. There was no patient injury reported.

Event description:
The customer reported that this unit missed crisis alarms. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit missed crisis alarms. The customer checked the alarm limits and confirmed that they were set correctly. According to the customer, values under 80 should have triggered a crisis alarm. The customer will pull the logs and wants nihon kohden (nk) to review them. The customer wants to know why the alarm didn't activate when the value dropped below the set limit. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.